Event description:
It was reported that the patient developed an infection at the Pod insertion site on the abdomen after wearing the device for approximately 49 to 71 hours. The patient reported experiencing redness, pain, itching, swelling, and "puss bubbles" at the infusion site. Initial self-treatment with alcohol and a special adhesive was unsuccessful, and the condition reportedly worsened, progressing to an abscess. The patient subsequently sought medical attention at (b)(6) , a rheumatology clinic, between (b)(6), 2026, where a physician diagnosed a local wound infection associated with insulin pump use and advised surgical intervention to prevent sepsis. The patient reported receiving a diagnosis of a "wound with local infection on left abdomen through the insulin pump." On (b)(6) 2026, the patient was transferred to the clinic's affiliated hospital, where surgical debridement was performed. The infected Pod site was reportedly swabbed, and Staphylococcus aureus was identified. The patient reported having an approximately 8 cm wound that was cleaned and sutured closed. According to the patient, pain medication was administered due to "rheuma and the narcosis." Additional treatment included intravenous antibiotics (amoxicillin-clavulanate) administered three times during hospitalization, followed by oral amoxicillin-clavulanate taken three times daily for five days. The patient remained hospitalized for approximately four days and was discharged on (b)(6) 2026. Following discharge, the patient was able to resume insulin therapy with a new Pod application.

Manufacturer narrative:
According to the complainant, the device will not be available for investigation. Therefore, no investigation can be completed and Insulet considers this investigation closed. Based on the available information, we are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Dexcom G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.